Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had two stored signal artifact monitoring (sam) episodes due to noise that was being oversensed. This resulted in the respiratory rate trend (rrt) sensor being disabled. Pacing impedances were noted to be high, out-of-range on both the right atrial (ra) and right ventricular (rv) leads however, this is not a true value as this sam event occurred during a procedure. Technical services recommended to turn the rrt sensor back on. At this time, the device remains in service. No adverse patient effects were reported.